Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, leading inappropriate atrial tachy response (atr) episodes. It was suspected ra lead issue developing. Currently, this ra lead remains in service and no adverse patient effects were reported.